Event description:
It was reported that during follow-up, externalized conductors were observed under fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. The lead was explanted. Patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.2-13.7cm from the distal tip. Internal insulation abrasions were noted at 7.4-8.5cm and 32.4-32.6cm from the distal tip. The etfe coating was intact at these locations.